Manufacturer narrative:
A review of the probe manufacturing records indicate that the probes met all specifications. The probes were discarded by the user and not available for review. A review of the system logs indicate that the probes and system performed as expected. Reflected power levels and temperature values were in the normal range. No errors were logged by the system. CT images of the procedure have not yet been made available to assess the ablation zone size and shape. The pdm is designed to mount directly to the CT table or the neuwave CT mounting bracket and therefore can move with the CT table during imaging without putting additional stress on the probe cables. This allows the probe and probe cables to move with the patient, greatly reducing the potential for patient injury due to accidental probe or probe cable movement. This design feature was not utilized during this procedure.

Event description:
An ablation procedure was performed with 2 lk15 probes. The CT bracket was not available for use so the power distribution module(pdm) was mounted to the back of the certus 140 and the system was placed near the CT system gantry. Probe placement was confirmed using CT and the ablation was started. After approximately 5 minutes of ablation the patient was sent into the CT scanner and another scan was attempted but the CT system was not working properly. Additional scan attempts were made resulting in the patient entering and leaving the CT scanner several time. After 10 minutes of ablation, a successful CT scan was completed. The images indicated that the ablation zone extended to the patient's body wall with some discoloration of the skin. The patient was discharged but returned to the hospital will localized pain. Patient was admitted to hospital for 6 days, treated for the body wall and skin burns and was released without further incidents. A follow-up CT scan indicated that the ablation zone extended in an approximately 4cm radius out to the body wall. The physician indicated that the ablation zone was larger than anticipated when planning the procedure.